Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ vialon e IV catheter tip was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english, "during visual inspection before use, the hcp found that the catheter tip was swollen."

Manufacturer narrative:
Investigation summary: six photos and one used sample was received by our quality team for evaluation. Catheter damage was observed on the returned photos. From the returned sample, excessive lube was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A review of the manufacturing process showed that the nonconformance may have occured at the tipping station. The excessive lubrication might have been caused when the lubrication tank height was over set by the production technician during the changeover. Awareness training and retraining on this nonconformance will be preformed.

Event description:
It was reported that the bd insyte¿ vialon e IV catheter tip was deformed. The following information was provided by the initial reporter, translated from japanese to english: "during visual inspection before use, the hcp found that the catheter tip was swollen."